Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. Customer reported there was no patient information available.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. There is no report of patient injury.